Manufacturer narrative:
(B)(6).

Event description:
It was reported that a balloon rupture occurred. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, upon second inflation, it was noted that the balloon ruptured at 8atm in 10 seconds. The device was removed from the patient's body without any problem. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.